Event description:
Complainant alleged that the device displayed a "defib fault 72" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.